Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported needle clog during priming. Verbatim: consumer reported needle clog during priming."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported needle clog during priming. Verbatim: consumer reported needle clog during priming."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary customer returned a total of five pen needles which were returned alongside a carton labeled as 4mm, 32 gauge pen needles from lot 0268410. The pen needles were visually inspected prior to testing. Three of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, two were broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen in this condition. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that three pen needles had become bent and two had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: it was reported needle clog during priming. Verbatim: consumer reported needle clog during priming.